Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker device showed less than a half year remaining longevity since last year. During the recent device check, there was no change in longevity however, the health care professional (hcp) was expecting that the device would hit elective replacement indicator (eri). Boston scientific technical services (ts) discussed reason for this event. Additional information obtained from the field which indicated that the device finally triggered elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.